Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he noticed air bubbles inside the reservoir. The customer reported that he experienced hyperglycemia of 21 mmol/l to 23 mmol/l. The customer reported that the current blood glucose level was 19 mmol/l. The customer reported that he has treated blood glucose with insulin pump. The customer reported that there are air bubbles inside the reservoir. Troubleshooting was performed. The insulin pump passed the displacement test. The customer reported no leaks inside the reservoir. Product is not expected to return.